Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer's blood glucose level at the time of call was 124 mg/dl. The customer had alleged that the insulin pump was under delivering as it was not delivering insulin as it should. Customer was treated with pen corrections. The device will not be returned for analysis.